Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
An amplatzer cardiac plug was successfully implanted. A pericardial effusion was observed post-operatively which required a pericardiocentesis. The acp remains implanted. The patient was transferred to the ICU and is reported to be stable. There are no further consequences expected for the patient. The cause of the effusion remains unknown.